Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 5ml had the tip damaged. The following information was provided by the initial reporter "it was reported by the distributor, the tip of the syringe crumbles as they were opened."

Event description:
It was reported that bd syringe s2 5ml had the tip damaged. The following information was provided by the initial reporter "it was reported by the distributor, the tip of the syringe crumbles as they were opened."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-jan-2022. H.6. Investigation: a device history record review was completed for provided material number 309050 and lot number 2104212. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through visual inspection of the returned sample, the tip of the syringe was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damaged parts identified. It is possible that the syringe became damaged due to a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.